Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, due to skin overgrowth at the implant site. A biopsy punch was performed, and the abutment was removed in order to place a new abutment. The implanted fixture remains insitu.